Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulty. It may be possible that the balloon was not fully inflated resulting in under expansion of the stent causing the stent to move during deployment; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified renal artery for revascularization. Once the 7.0x15mm herculink elite balloon-expandable stent system (bess) crossed the lesion and during deployment the stent migrated and did not cover the entire lesion. Another 7.0x18mm herculink was deployed to complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.